Manufacturer narrative:
Product ID: 3389s-40, lot# va0j0kk, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0j0kk, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was resting comfortably and would likely be re-implanted within the next few months following the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the infection was confirmed as a surgical infection that occurred 5 weeks after implant. The patient was given IV antibiotics and the implantable neurostimulator (ins) was explanted and replaced, but no future interventions are planned.

Event description:
It was reported there was no alleged product issue. It was stated surgical intervention occurred for a washout due to infection. It was noted the devices were still implanted. It was noted the patient would undergo a course of antibiotics to help resolve the infection. It was noted the patient status at the time of report was alive with no injury. It was stated the patient had drainage and incisional wound opening at the location of the device pocket. It was further reported the patient had a complete system removal the night prior to report due to the infection. It was noted there was no information pertaining to how the patient was doing at the time of report.